Manufacturer narrative:
(B)(4). D10-medical product: femur cemented (cr) standard left size 9 item# 42502606601 lot# 65460406. Articular surface (mc) left 10 mm height item# 42512100810 lot# 65797696. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year three weeks post implantation due to pain. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. X-rays provided were reviewed by third party hcp state anatomic alignment of the left knee arthroplasty without interval change through the nine-month post-operative images. Bone quality appears mildly osteopenic. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.